Manufacturer narrative:
D4 and h4 have been updated with additional lot information. Investigation into this complaint included a quality data review, and a complaint history review. The results of the investigation are summarized as follows: quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 521842. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. The complaint history review identified four (4) additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. These tickets are currently under investigation and will be independently reviewed and dispositioned. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive results on their alinity m sars cov-2 assay that were being questioned by the patient. The patient originally tested on (B)(6) 2021 and received a positive result. The patient then tested again on (B)(6) 2021 and received a negative result. The patient was not sure which result to believe. The customer contact requested a re-run of the patient's sample to confirm the result. Re-run was not confirmed to have been completed. The specimen was only in transit one day, there was no pooling, and it was no longer then 4 hours on the instrument. Retest or retest results were unknown. There was no report of adverse impact to patient management due to this observation.